Event description:
Device malfunction: knot unraveled (device #1). Time of device malfunction: during pre-closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted pre-closure of an unspecified artery before an interventional procedure. Reportedly, as the physician was deploying the proglide device, the knot unraveled and a second proglide was attempted with the same results. The physician was using two proglide devices in one puncture site to close a 14fr hole. Hemostasis was achieved by an unk method. There were no reported adverse pt effects. Though requested, no additional info has been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #2 - proglide (part #12673-04, lot #60050-6h), referenced is being filed under a separate medwatch report.